Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and confirmed with a healthcare professional (hcp) indicated there was no way to determine the cause of the multiple motor stalls and recoveries. It was noted that the pump would be explanted and replaced on (B)(6) 2019. The patient's weight was not known. It was noted the issue was currently not resolved as the device had not been explanted. It was later reported that the device was explanted and will be returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving unknown baclofen 300 mcg/ml for a total dose of 112.7 mcg/day and dilaudid (hydromorphone) 6 mg/ml for a total dose of 2.2539 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported a motor stall was seen at initial interrogation and the patient did not recently have a magnetic resonance imaging (MRI). The pump status and/or event log report indicated that multiple motor stalls and motor stall recoveries had occurred and the motor stall was active. It was noted that a motor stall occurred on (B)(6) 2019 at 01:41am with a motor stall recovery on (B)(6) 2019 at 05:32am. Another motor stall occurred on (B)(6) 2019 at 08:18am. It was confirmed a programmer magnet was not used initially for interrogation. It was discussed to re-interrogate the pump with logs which did not result in a recovery. It was reviewed to silence audible alarms, consider pump replacement, consider programming to minimum rate, cover the patient with non-pump medication, and if explanted/replaced to return to manufacturer for analysis. It was noted that the hcp planned on replacing the pump and sending it back for analysis. No symptoms were reported. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n ngv454341h) found a stall due to wear and/or corrosion and/or lubrication and a stall due to shaft bearing. The pump also failed the lab dispense test with the amount being over specification. If information is provided in the future, a supplemental report will be issued.